Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a damaged keypad on channel c pump head module, which had the potential to interrupt delivery. It is unknown when and where this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). Additional information: a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged keypad on channel c pump head module. To correct the condition, the keypad on channel c pump head module was replaced. If any additional information is received, a follow up MDR will be sent.